Event description:
It was reported that patient's left hip was revised for instability. Cup, liner and head were removed and reimplanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown adm 60 cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.